Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.0/+1.5/071 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to excessive vault, elevated iop, and a "protuberant" iris. On (B)(6) 2018 a shorter lens was implanted. The problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found a haptic tear and residue on the lens surface. (B)(4).